Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91146562 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record # (B)(4).

Event description:
On (B)(6) 2021, genmark was advised of unexpected negative results, for sars-cov-2, on the rp2 panel tested on (B)(6) 2021. The sample was positive for human rhinovirus/enterovirus, sars-cov-2, and respiratory syncytial virus when tested with the biofire filmarray rp2.1 panel. The sample was then tested with the eplex rp2 panel on the same day to confirm the multiple targets. The results of the rp2 panel confirmed respiratory syncytial virus (rsv)b and the human rhinovirus/enterovirus were detected however sars-cov-2 was not detected. The eplex instead detected coronavirus (229e, hku1, nl63, oc43). Due to the discrepancy, the sample was then tested with the sars-cov-2 + flu a/b assay on the roche liat system where sars-cov-2 was detected.